Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 15 mmol/l (270 mg/dl). The patient reported being unsure if the cannula was properly seated in the infusion site. The pod was not worn. As treatment, a new pod was placed. The pod was discarded.